Event description:
It was reported to medtronic minimed that the customer reported a reservoir leak at past both the rings and exposed to moisture. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a. No damage was reported to reservoir compartment or pump case. Pump passed selftest. The reservoir is damaged. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 1 open/used reservoir (1.0 clear liquid inside barrel) transfer guard and plunger not returned. A visual inspection test was performed using appendix d; and the reservoir/barrel was found with long crack alongside of the barrel; per dop114-811doc. Conclusion: the reservoir was found to have physical damage, with long crack alongside of the barrel. Unable to pre-fill. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.